Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3 ml ll 200 s/c experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. 309657, batch no. 8318741. It was reported that syringe had dust in it.

Manufacturer narrative:
Investigation summary: one sample received for investigation. A particle at the tip of the syringe with a red hue is observed on the conferred tape used for the sealing of the blister. The sample is sent to the physicochemical laboratory to determine if the foreign particle bears resemblance to some of the materials used at the manufacturing plant. Taking into account the comparison of the ir spectrum of the foreign particle in the plastic syringe with the ir spectra of the materials, it is concluded that it is not possible to confirm that the foreign particle comes from any of the materials used in manufacture of the mds syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The documentary review does not present problems attributable to the defect that the client reports and the sample sent by the client shows no signals similar to the materials that may bear similarity in foreign matter, additional sample had already been manipulated by the client.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. 309657 batch no. 8318741 it was reported that syringe had dust in it.